Manufacturer narrative:
The pod was returned for evaluation and during the investigation, a click was heard while turning the ratchet gear to test for fluid flow. The sound that was heard by the investigator is the noise that occurs when the clutch spring is released and engaged onto the tube nut. It was unable to be confirmed if the clutch spring was deployed or not. If the clutch spring was indeed not deployed, then that would lead to the customer¿s high bgs, but it cannot be confirm if it was or wasn¿t deployed. The remainder of the investigation found no defects or deficiencies with the returned pod. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 19 mmol/l (342 mg/dl) after wearing the pod between 4 and 24 hours on the arm.